Event description:
The home patient (hp) contacted product surveillance on (B)(6) 2012, to report that over the weekend he found 4 more mini caps where the foam sponge were a light red color and appeared to be dry. The hp said that he held onto the samples and would return them for evaluation. The hp said that he did not use them. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The reported problem of inadequate iodine was not confirmed because no samples were returned to baxter for analysis. A root cause was not determined.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A request for the return of the device has been made. Should the device be received by baxter for evaluation or if any additional information becomes available, a follow-up will be submitted. This is report 3 of 4 associated with this issue.